Event description:
It was reported that there was a discrepancy between the displayed and actual time on the device, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation, with a suggestion to follow up if the issue recurred. The caller understood and acknowledged the instructions.